Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited high, out of range, shocking impedance measurment. Boston scientific technical services (ts) discussed troubleshooting options. Additional information received indicated that the patient was seen in the clinic and test results were normal. The patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the shock impedance for the ICD and high voltage rv lead continue to increase and was now at 143 ohms. Boston scientific technical services (ts) discussed the option of performing commanded shocks. At this time the physician has opted to continue to monitor the patient, however the out of range lead impedance alert was set to 150. This will alert the patient via beeping tones if the impedance measurement reaches 150 ohms or higher. The patient was advised if she heard a beeping tone from her device to call her doctor's office and get her device checked. It was noted at the point defibrillation threshold (dft) testing may be performed.